Manufacturer narrative:
Investigation ¿ evaluation: the investigation included a review of complaint history, the device history record, documentation, manufacturing instructions, quality control data, and specifications. A visual inspection using magnification of the returned device was also conducted. Two vials were returned. One vial contains contrast media with the alleged fiber like matter. The second vial contains a 1.8 cm section of the guardia access embryo transfer catheter. A visual examination under magnification of the returned portion of the transfer catheter noted small debris or particles just inside the tubing at the tip. An attempt to view the contents of the vial with contrast media was unsuccessful due to non-removal of the fluid during investigation. The photo provided by the customer shows a clear unidentifiable fiber at distal tip of the transfer catheter. It cannot be determined if the fiber visible in the provided photo is present in the returned vial with contrast media. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality; device integrity prior to shipping. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record review found there are no non-conformances that are related to the reported failure mode. A review of complaint history shows this to be the only complaint received associated with complaint lot number 7637362. Based on the provided information the root cause may be manufacturing related. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility contact reported when the guardia access embryo transfer catheter was being inserted into culture fluid under the microscope, a fiber like matter was observed to be attached to the catheter tip. According to the reporter, the patient did not experience any adverse effects due to this occurrence.